Manufacturer narrative:
The customer reports that the bedside monitor froze during surgery. Both the touch screen and vital signs completely froze. Upon restarting the device, the screen came up in an unfamiliar state. Device was replaced with a similar device of another brand. The defective bedside monitor was tested 30 minutes later and functioned as normal. Customer was sent an exchange unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the bedside monitor froze during surgery. Both the touch screen and vital signs completely froze.

Manufacturer narrative:
The customer reports that the bedside monitor froze during surgery. Both the touch screen and vital signs completely froze. Upon restarting the device, the screen came up in an unfamiliar state. Device was replaced with a similar device of another brand. The defective bedside monitor was tested 30 minutes later and functioned as normal. Customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.